Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, approximately 6 weeks ago. All components of the existing aus were explanted and replaced with a new aus. Upon, explant the pressure regulating balloon (prb) was found to have a fluid leak. There were no additional patient complications reported.